Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During console check, customer reported that the thermogard xp ivtm system ((B)(4)) shuts off during power-on-self-test. No patient involvement.